Manufacturer narrative:
Device has been evaluated but the components have not been replaced. The device was returned to the customer unrepaired due to insect infestation.

Event description:
The manufacturer received information alleging an issue related to the internal battery. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes related to the internal battery were found in the ventilator's downloaded error log.